Manufacturer narrative:
(B)(4):brief description of complaint: during the case, it is unknown how far, staff reported the device tip melted on both sides. Analysis conclusion: complaint confirmed: the plastic housing is melted and > 33% of the wire square is exposed and the electrode wire has minimal support from the housing with deformation, which fails to meet the acceptable damage requirements. Note: the returned adenoid tip is from the new design. Patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
During an ent case, the plasmablade device tip melted. There was no patient injury reported.